Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 12.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The cause death was chronic respiratory failure with hypoxia due to sepsis and aspiration pneumonia. No further information is available.